Event description:
Edwards learned that regurgitation and thrombus were detected by echo after an implant duration of one (1) week. The device was originally implanted for minimally invasive cardiac surgery. After implant, mild perivalvular leakage (grade 1 - 2) was detected from an axial view of echo. The exact jet origin was not detected. Thrombus was also detected. Through follow up with the healthcare provider it was learned that the thrombus almost disappeared by administration of heparin and warfarin. The valve will not be returned for evaluation as it remained implanted.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. The device history record was reviewed and shows that this device met all manufacturing specifications for product release for distribution. No issues were identified that would have impacted this event. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. In this case, the patient was put on heparin and warfarin to treat the thrombus. Based on the information received the root cause of the event is indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.